Event description:
It was reported that during a scheduled pulse generator change out procedure, it was noted the right atrial lead exhibited noise. The lead was connected to the new device and remained implanted. On (B)(6) 2014 the lead was explanted and replaced. No patient symptoms or further information was available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.